Event description:
It was reported that one day after a routine device change out dft testing was performed during which high dft thresholds were observed. A max output shock was tried three times and could not convert the patient's vf rhythm. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.